Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for post traumatic neuralgia and spinal pain. It was reported that the patient had a pocket revision some time ago, but the rep did not know when that was. The rep also noted that the revision occurred "maybe a year ago." No patient symptoms were reported regarding this event.

Event description:
Additional information received from the manufacturing representative (rep) reported that the reason for the pocket reason was that the patient was experiencing pain from the implantable neurostimulator (ins) rubbing on spinal anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.